Event description:
It was reported to resmed that an astral device had a system alarm that resulted in the device performing a restart. There was no patient injury reported as a result of this incident.